Event description:
Casters will swivel when the brakes are locked.

Manufacturer narrative:
The hill-rom service technician inspected the bed and found the casters on the bed were worn and damaged. The technician noted the bed had been in storage a few years. The casters were replaced to repair the bed. Chapter 6 of the service manual documents a function check for the caster tires and central brake and steer as part of preventative maintenance. The components should be checked for cuts, wear, tread life, etc. And the brakes should be checked to ensure the bed will not move when the brake is activated. If the bed moves, inspection for wear and adjustment may be necessary. The steering pedal should also be checked for proper locking when activated.